Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: on investigation, the alleged call service alarm issue was verified in the black box but not duplicated in the evaluation. Review of black box data found record of call service 087 alarm on the complaint date. Caps were not returned and test caps were used in the evaluation. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. Unrelated to the complaint, the display was found to be dim and discolored. Battery compartment cracks were found below the grip pad and along the side of the compartment from the threads to the case seal. Moisture intrusion was evident inside the compartment. Battery compartment leak was shown in a leak test. Pump casing was opened and no evidence of moisture intrusion was found internally and no defects were found with the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump alarmed for call service 078 multiple times in the last 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.